Event description:
The lesion was pre-dilated. The protege everflexstent catheter would not cross the lesion and partially deployed. Less than 1 cm of the stent was deployed while in the patient. The device was removed and nothing was left in the patient. A new stent was deployed to complete the case. No injury reported.

Manufacturer narrative:
Product code correction to 510k/PMA#.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the prote&#608;e everflex stent delivery system was received for evaluation. No ancillary devices or cines were received for evaluation. A kink in the catheter was noted approximately 71.8cm proximal of the distal tip. A second kink in the catheter was noted approximately 98.8cm proximal of the distal tip. A guidewire was loaded thru the distal tip and proximal tips. It would only advance to the region of the catheter where the previously mentioned kinks were located. The stent was examined: no abnormality or deformity was noted. The stent partial deployment was noted. Approximately 23mm of the stent was exposed.